Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a nerve monitoring device was not sensing and had no light, during the procedure. There was no patient impact.

Manufacturer narrative:
Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. There was no out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.